Event description:
My daughter had a torn labrum and had surgery on (B)(6) 2024. During the surgery arthrex 2.4mm pushlock anchors were used. Beginning on (B)(6) 2024 she began having issues with the arm. She experienced many issues including constant low-grade fever, nausea, red streaking of the arm, lymph nodes occurring requiring CT/ultrasounds, intense calf pain, migraines, etc. I have all the issues mapped out on timeline that I am happy to share. We have been back and forth to the surgeon to discuss the issues. On (B)(6) 2025 she had another surgery to remove all the anchors, replace them and fix the labrum again (the surgery on (B)(6) 2024 did not work/or hold). I have lots of blood work to show increase in white cells signifying an infection.